Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the light source went out during surgery. When this occurred, they stabilized the eye, shut the light source down and waited a few mins. The light did not come back on. Then they shut it down, unplugged, and replugged it, and it did not come back on. The procedure was completed with the system light source, and there was no harm to the pt reported.